Event description:
It was reported that while debriding the glenoid with the shaver on reverse, metal shavings were left in the joint. Surgeon removed what he could when using the shaver on oscillation mode. Device was used to complete the case. Labrum/slenoid procedure, only a debridement with no repair. Follow-up investigation: surgeon did manage to remove almost all of the shavings. There was a small amount of tiny shavings left behind for which the surgeon does not feel there is a patient concern.

Manufacturer narrative:
Patient demographics (date of birth) was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. No problems found with the device. Function tested the device with a good handpiece without any problems. Inspection of the inner and outer shaft revealed no gouging found on the device. This is the first complaint of this type for this part/lot combination.